Manufacturer narrative:
The result of the laboratory expertise will be communicated in a follow-up report.

Event description:
The doctor made a puncture in the reservoir but the medical solution wasn't injected. The reservoir was contracted, and the doctor found that it was occluded.